Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported tissue injury (leaflet damage) appears to be related to troubleshooting maneuvers of the reported failed efaa. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and thickened leaflets, posterior leaflet segment 2 (p2) prolapse, and p2 flail for a mitraclip procedure. The first clip was implanted on a2/p2 targeting the prolapse and flail. A second xtw was used to target the residual mr and flail. During establish final arm angle (efaa) at the start of the deployment sequence, the clip opened from a 10 degree angle to a 60 degree angle. This was a continuous opening going to a neutral position with the arm positioner, and during one rotation in the open direction. It is not known if this was due to device settling from pre-existing anatomy. Troubleshooting was performed, but the clip opened again. The second clip was removed. Leaflet damage (tear or hole) was noted on the posterior leaflet where it was grasped with the second clip. A new mr jet was observed. The mr was from the injured site and a residual jet from the flail remained. A replacement xtw was used to target the residual and new mr from the injury. The leaflet injury was partially targeted, but could not be completely removed from the residual mr jet. The mitral pressure gradient (mpg) increased to grade 8.0mmhg when the xtw was placed. The mr reduction was prioritized over the elevated mpg. The xtw was implanted and the mr was reduced to grade 2 and the mpg was 9.8mmhg. Hemodynamics were improved and the patient was stable throughout the procedure. The physician expressed discomfort because if efaa had been established with the issue clip, there would have been no leaflet damage, mr control would have been completed with trivial-mild, and an initial mpg of 5.0 mmhg. Despite the mpg of 9.8mmhg, the physician did not consider this to be a clinically significant mitral stenosis. On (B)(6) 2024, the remaining perforation progressed into a laceration of the leaflet. The mr was severe. Surgery was recommended.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.